Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back and non-malignant pain. It was reported that the patient was having problems with the stimulator and that starting at the end of 2016 or beginning of 2017, the stimulator for the patient¿s back was running down faster and taking longer to charge. The patient ¿got lazy¿ and stopped charging the implantable neurostimulator after she lost 60 pounds and no longer needed the spinal cord stimulation. As a result, the implantable neurostimulator had been dead for about four months and the patient can¿t get it to charge. The patient found out about 2 weeks prior to the report that she was unable to charge the implantable neurostimulator, confirmed as (B)(6) of 2018. She¿s been having to wean off her pain medication and has been ¿miserable.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.